Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced. Patient was doing well.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.7cm was returned for analysis. External insulation abrasions were noted at 15.2-15.4cm and 20.3-20.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 39.1-39.3cm, and 39.1-39.2cm from the distal tip, consistent with lead friction to the suture sleeve tie down. External insulation abrasions were noted at 43.1-43.3cm, 43.3-44.3cm, 44.1-44.3cm, 44.6-44.8cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 12.6-14.0cm and 18.2-19.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.9-9.8cm from the distal tip. The etfe coating was abraded at this location.